Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with loss of capture on the right ventricular lead. The patient was paced externally, and the lead was capped and replaced on (B)(6) 2020. The patient was stable.

Event description:
New information received on 24 jan 2020, indicates that the lead was explanted on (B)(6) 2020, and the patient was stable.